Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right atrial (ra) lead exhibited intermittent undersensing on presenting and stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on presenting and stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the ra lead continues to exhibit possible atrial undersensing. It was noted that the p-wave measurements were low. The lead remains in use. No patient complications have been reported as a result of this event.